Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one shipping wedge for one device. The visual inspection of the shipping wedge of the reload confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during pneumothorax, a yellow foreign material fell into the cavity but it was retrieved. The surgeon noticed yellow shipping wedge of the reload was broken. The surgical time was extended by less than 30 minutes. No patient injury. As the surgeon could not identify of which reload the yellow foreign material had belong, the surgeon reported 2 reloads. After the surgery, the sales rep spoke with the customer and confirmed this event caused by a new nurse's device handling.